Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19 mm in diameter and 22 mm in length with 60 degree angulation. The right common iliac artery was 13 mm in diameter. The right internal iliac artery measured 12 mm in diameter and the left internal iliac artery measured 8 mm in diameter. The right and left renal arteries are stenosed. It was reported that a palmaz stent was implanted in the right renal artery prior to the endurant stent grafts. During removal of the bifurcated stent graft delivery system the nose cone caught on the palmaz stent and pulled it down. The palmaz stent is between the proximal portion of the aneurysm and the stent graft. It was confirmed that there was normal blood flow and no change in blood pressure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the intervention was performed to resolve the partial renal artery occlusion. A renal stent was implanted to the right renal by brachial approach. The patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties); caused by another drug/device (stent). Conclusion: another device caused failure (stent).